Manufacturer narrative:
The field tech investigated and found the bed was located in the bed shop. He tested the bed and found no problem with activating trend. He did find that the control panel membrane was peeling up near the trend switch. The account's engineer stated that the trend function was intermittent when the bed was first brought to the bed shop. The tech suspects that fluid was able to enter the peeling membrane and caused the intermittent operation of the trend function. The account declined to make repairs to the bed at this time.

Event description:
The account stated that the staff attempted to put the bed into trend unsuccessfully. They utilized cushions to simulate trend. Shortly after transferring the pt to a different bed, the pt went into cardiac arrest and ended up passing. The account stated the loss of trend on the bed did not contribute to the pt passing.